Manufacturer narrative:
Conclusion: the enterprise 8000 models have been sold in the USA; therefore, we are reporting the incident because of a potential for serious injury if the malfunction were to recur. Additional information will be provided upon the conclusion of the manufacturer's investigation. Conclusion: the conclusion reached by all the attendees was that the acp had malfunctioned and that malfunction appears to have been caused by a problem with the up direction key switch. The acp will now be sent to linak as, the manufacturer of this component for a root cause analysis.

Event description:
We received a report from a hospital in (B)(6) that the backrest function on one of our enterprise 8000 model hospital beds had been observed to operate without anyone initiating that function. No injury of any sort was sustained, but facility staff were concerned because the patient was connected to monitors and drip lines and any unauthorized movement of the bed could potentially cause serious issues.